Manufacturer narrative:
Please note: per the customer, both the product ID and lot number are unknown. As a result, the UDI could not be determined. The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the catheter was found to be disconnected during use and had to be replaced. There was no patient harm.